Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported by patient that on their day of implant it was a hard time, they could feel everything and could feel every time they hit a nerve. Patient said it made them jump all over the table so they hope the doctor got the device in the right place. Patient said after the surgery they had a horrible pain like shock down their right leg that lasted for a little while. Now they can still feel it right below the butt cheek of their leg. Patient said when they went back to the doctor, the doctor told them they think the pain was caused by maybe a blood clot around it or due to the difficulty putting it in. The patient was redirected to their healthcare provider (hcp) to further address the issue. [Related (B)(4) : sx back to baseline].